Manufacturer narrative:
Additional information: when placing the stent on the balloon, the device had to be removed to improve its position. The stent could be recovered by removing the guide and introducer together. It was reported that 2 small pieces of steel remained and had to be recovered by opening the artery. Product analysis: the visi-pro balloon-expandable biliary stent system was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. It was noted that the balloon chamber of the device was in a post-inflated profile and not tightly wrapped or winged and that the st ent was returned in two segments. The returned stent segments measure approximately 82mm. The smaller segment of stent exhibited stent cell structure elongation and lateral compression. The longer segment exhibited longitudinal stretching of the stent cell structures and bending. The balloon chamber material exhibited witness marks from the crimped stent. The inner catheter within the balloon chamber exhibited a serpentine shape. The distance between the marker bands was approximately 62mm indicating the inner catheter had been stretched. It is not known if the inner catheter stretched during inflation of the balloon or the attempted withdrawal of the dilatation catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was described as a 45mm calcified thrombotic lesion in the left common iliac artery. The procedure used a 0.035" 180cm non-mdt guidewire and a 6fr non-mdt sheath. No embolic protection was used. The vessel was neither pre nor post dilated. The visipro was not passed through a previously deployed stent. The stent dislodged from the balloon before deployment and remained in the sheath. The balloon did not burst but it was reported that it was not easy to remove it from the sheath. All pieces of the balloon were retrieved from the vessel. A femoral vascular access was performed to remove the stent and the balloon that was blocked in the sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to deploy a visipro balloon expandable stent in the common iliac artery. The device was prepped as per the IFU with no issues identified. The stent was reported to have dislodged during removal following failed delivery. The dislodged stent was removed. No patient injury was reported.